Event description:
It was reported to philips that the system was unable to acquire images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, vascular diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed on same system by pressing the padel again. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to acquire images. Review of the system log file showed that x-ray stopped after a few seconds. Upon troubleshooting the fse found that the footswitch was defective. To resolve this issue, the fse replaced wired footswitch. The defective part was returned to philips for analysis and found the cable was cut. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the geometric functionality is still available and the procedure can be completed on the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation¿s results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.